Manufacturer narrative:
The device has been rec'd for evaluation; however, evaluation is not yet complete. A f/u MDR will be submitted.

Event description:
Rec'd info stating customer had not charged the pump in 7 days and pump battery died throughout the night. When the customer plugged the pump into the power source, the pump would beep and vibrates but did not illuminate. The pump had gotten wet two days prior. Reportedly, the customer's blood glucose level was impacted.